Manufacturer narrative:
Date of event is estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their ins died in (B)(6) 2015. They reported that the patient programmer showed the battery needed to be replaced and they kept replacing them but later found out that it was actually telling them the ins had died. Patient also mentioned they got a letter from the healthcare professional (hcp) that the batteries were not lasting as long. The ins was replaced. No symptoms or further complications were reported.